Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's ex-wife reported via phone call high blood glucose levels. Customer's blood glucose level was 543 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves via manual syringe. Customer advised the bolus history displayed all entries based on their recollection. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Customer performed the displacement test and self-test successfully.